Event description:
It was reported that the issue is unknown. Device evaluation found that the dso sensor is damaged, rear housing damaged and the clock battery is over life. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found the housing to be damaged. Functional testing found the device to have a defective dso sensor and continuous alarms. The rear housing, battery and dso sensor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.